Event description:
This lead was implanted on (B)(6) 2006 and was explanted on (B)(6) 2013 due to recall status. The physician was dr. (B)(6) at (B)(6) medical center at the (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).